Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device¿s needle and thread broke while being applied on closing the vaginal cuff. The needle broke away from the device on the last suture throw and was in the cuff tissue. Surgeon was able to find it and retrieve it after a 30 min search the component the fell onto the patient cavity with the help of x-ray. Time extended more than 30 minutes while searching and waiting on x-ray to shoot pictures. The tech dipped the suture in saline right before use. There was no injury caused to the patient and no medical intervention was required. Patient status at time of this report: no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle was found to be broken at suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.